Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient had ketones while on insulin pump therapy. Treatment was reportedly provided by a non-health care provider. Treatment information was not provided. The reporter alleged the pump alarmed for loss of prime and patient had ketones. No further information was provided. Return of the subject insulin cartridge is not required; product is not expected to be returned to the manufacturer. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime as indicated by the pump alarm.